Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was approximately 594-595 mg/dl with large ketones. The customer administered a manual insulin injection to address high bgs. The customer reverted to an alternate method of insulin therapy.